Event description:
The user facility reported that the mst osher malyugin manipulator broke when the surgeon attempted to use it to remove a malyugin ring. There was no impact to the pt and the broken piece was removed from the eye.

Manufacturer narrative:
The device was discarded and an eval to determine the cause of the breakage was unable to be performed.